Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) for a clinical study (sdy). It was reported that the uti was unrelated to the device, therapy, and procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a urinary tract infection (uti). Interventions included medication that was administered on (B)(6) 2017. Laboratory testing showed a culture positive greater than 100,000 cfu/ml escherichia coli on (B)(6) 2017. The event was unlikely related to the device or therapy and not related to the implant procedure. Specifically, it was a recurrent uti history/chronic cystitis. The issue was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.